Event description:
Reporter indicated that a vns handheld computer's serial cable was very loose not staying connected to the handheld computer. Product analysis of the returned serial cable identified no anomalies that could have contributed to the reported loose connection into the handheld computer.